Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage had occurred. A percutaneous coronary intervention was to be performed. During preparation, the physician tried loading the 2.75 x 38mm promus premier drug-eluting stent into the watchdog hemostasis valve and it crushed the stent. This occurred outside of the patient's body. The procedure was completed with another of the same stent and the original watchdog without further issue.

Event description:
It was reported that stent damage had occurred. A percutaneous coronary intervention was to be performed. During preparation, the physician tried loading the 2.75 x 38mm promus premier drug-eluting stent into the watchdog hemostasis valve and it crushed the stent. This occurred outside of the patient's body. The procedure was completed with another of the same stent and the original watchdog without further issue.

Manufacturer narrative:
Device is a combination product. E1. Initial reporter facility name: (B)(6) hospital. Device returned to manufacturer: an examination of the crimped stent found stent damage. Stent struts from the distal end of the stent were noted to be lifted from their crimped position and pulled proximally. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was 0.0405 inches which is within max crimped stent profile measurement. An examination of the distal tip showed no signs of damage. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. The device was returned with hemostasis valve attached to manifold. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.